Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The main coil, the pusher wire, the introducer sheath and the rotating hemostatic valve (rhv) were returned for this complaint. The coil and the interlocking arm were not interlocked within the introducer sheath. Introducer sheath and pusher wire were returned inspected, and no damages were observed. The main coil was found kinked and stretched. No more damage was found. Dimensional inspection of the main coil and pusher wire revealed the components were within specification except the number of fiber bundles, which were only 27 out of 30. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6)2022. It was reported that the coil could not be pushed out of the catheter, was self-deploying in the sheath, was unable to form good shape and the length was much longer than 30cm. The target lesion was located in the right renal aneurysm. A 14mm x 30cm interlock was selected for use. During the procedure, it was noted that that the coil could not be pushed out of the catheter and was self-deploying in the sheath. After withdrawn from the body, it was found that the coil outside the body was unable to form good shape and the length was much longer than 30cm. The entire catheter was removed and the procedure was completed with another of the same device. No complications were reported and patient was stable post procedure. However, device analysis revealed that there was fiber loss.